Event description:
Inconsistent hemoglobin (hgb) results from a single patient. The initial hgb result was 8.3 g/dl. The patient was redrawn on the dext day and tested for hgb; the result was 11.2 g/dl. The customer collected another blood sample from the patient and tested for hgb; the results was 7.9 g/dl. The customer indicated that all three (3) samples were retested for hgb; the results were 8.6 g/dl, 11.3 g/dl, and 7.9 g/dl for samples 1 to 3 respectively. No additional information regarding this event was provided by the customer. The customer indicated there was no change in patient treatment that can be attributed to or connected with this event.